Manufacturer narrative:
Concomitant medical product: product ID a620, serial#: unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that from manufacturer representative (rep) that they were in office with patient today and attempted to interrogate implantable neurostimulator (ins) with tablet but wasn't able to connect and screen continued to show "searching for device" with the spinning wheel. Caller stated they tried two different tablets and tried with and without the cord connecting tablet and communicator. Tech services (tss) consulted with engineering who confirmed that the last time this occurred, the setting to turn the ins off with the patient's handset was changed to use distance telemetry. Caller confirmed this today as they were able to use patient's handset to turn ins off and back on again. Tss reviewed with caller that it appears the same issue with tel-n is occurring again and even with reset, it may continue to occur. Tss reviewed that no other actions can be taken today without being able to interrogate ins (as healthcare provider (hcp) wanted to adjust settings). Tss mentioned option of ins replacement but patient doesn't want to have surgery. Tss sent information to engineering and patient relations specialist for next steps. No symptoms reported.